Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had experienced leg stimulation when he should have only had upper extremity stimulation. It was noted the event was related to the device or therapy and was not related to the implant procedure. The hcp noted the leads migrated bilaterally down about 1.5 vertebral bodies. It was noted the patient had leg stimulation. It was noted the device was reprogrammed on (B)(6) 2017. The hcp noted the event was resolved without sequelae on (B)(6) 2017. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2017, product type lead, product ID neu_unknown_lead,serial# unknown, implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the lead migration was not determined. No further complications were reported/anticipated.